Event description:
It was reported that the patient underwent a posterior spinal surgery at t4-l3. During the surgery, the tip of the rod bender broke off while bending the rod. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The driver was returned for evaluation. The angle and location of tip plastic deformation and breakage of the tip suggest inappropriate surgical technique may have been utilized during instrument usage, with the rod not fully engaged into the mouth of the instrument, potentially resulting in overload of the outside corners of the instrument, and contributing to the instrument tip deformation and breakage. Microscopic examination is not possible due to fracture surface damage.